Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the bars were too short by almost two inches. It was reported that the surgeon put the bars on the patient to determine that they did not fit. It is reported that this event did not cause a delay to the procedure. It is reported the surgeon pre bent another bar to complete the surgery. It is reported that the outcome of the procedure was "fine." It is reported that the patient's condition was "fine."

Manufacturer narrative:
The returned bars were visually evaluated and found to be in a like new condition. The bars were compared to the design and found to be acceptable. The bar length was chosen so that the bar was in between .5¿ and .75¿ anterior of the mid-axial line, per standard design procedure. The design was sent to the surgeon for review but he deferred his approval to rely on our expertise. The design engineer overlays a bar shape and a range of sizes onto a CT scan slice to design the bar. The size of the bar is dependent on the location of the CT scan slice. If the surgeon places the bar in a different location of the CT slice, the bar may not fit as expected. The complaint could not be verified, there is no indication of the returned parts being short, no post-op scan, or intraoperative pictures. The most likely underlying cause of the complaint is surgeon preference. The IFU (instructions for use) states ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿